Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 480cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain. During a consultation with a medical professional, it was noted that the right breast implant was exposed and she diagnosed with left breast baker grade IV capsular contracture. As a result, the patient underwent bilateral removal and replacement with 460cc mentor smooth round high profile saline breast implants on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
On june 21, 2024, mentor received confirmation from the healthcare professional that baker grade IV capsular contracture diagnosis was for the right breast, not the left breast. Therefore, capsular contracture was added to contralateral file for the right breast prosthesis. As this file is for the left breast prosthesis and there is no other event reported for the left device, no further reporting will be conducted in this file. Manufacturer¿s reference number: (B)(4).